Event description:
It was reported that the ipg was not holding a charge and was unable to establish connection with a remote control. In turn, the patient could not get the therapy needed. The patient underwent an ipg replacement procedure and the lead was also explanted due to an unknown reason. The explanted devices were kept by the medical facility. No device malfunction suspected.

Manufacturer narrative:
Exact date unknown, event occurred two weeks prior to the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 13857523.